Event description:
Customer has been using our purprep 26ml applicator for sometime now. They have recently had some situations where after putting on the purprep on the skin of the patient, black dots/speckles have been on the solution. They then would remove it and open another one.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows the outer package (lidding) but the failure mode of foreign matter could not be verified. Bd was unable to determine a definitive root cause at this time. A production record review was not completed as the batch/lot information was not available. No further action will be taken based on a negative trend is not observed at this time. Complaints received for this device and reported condition are tracked and trended. Information will be captured, and data collected on trend reports and monitored monthly for any emerging trend.

Event description:
It was reported that black dots/speckles have been on the solution. Verbatim: customer has been using our purprep 26ml applicator for sometime now. They have recently had some situations where after putting on the purprep on the skin of the patient, black dots/speckles have been on the solution. They then would remove it and open another one.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. If samples, photos or additional information become available, bd will re-open the record and investigate accordingly. A production record review could not be completed without a batch/lot available. No further actions are required. This failure will continue to be tracked and trended.